Event description:
Patient was revised to address acetabular cup loosening and osteolysis.

Manufacturer narrative:
Litigation papers allege that the patient after surgery, began experiencing pain around the site of the implant, constant discomfort and her mobility was severely limited. She developed bone deterioration at the site of the impact and suffered severe and permanent injuries, both physical and emotional. There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4) - ppd received. Part/lot information has been updated. There is no new information that would change the outcome of the investigation.depuy considers this complaint closed at this time.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.